Event description:
The customer reported via phone call that he saw fluid in the insulin pump. Customer's blood glucose was 118 mg/dl at the time of the incident. Customer stated that he noticed the fluid this evening and was not doing much with the pump at all. Customer believes that it is water or insulin. Customer performed a self test and the pump passed. Customer was advised to monitor the pump. The insulin pump will be replaced per customer's request.

Manufacturer narrative:
The insulin pump was received with light moisture damage to keypad traces. The pump was also received with no traces of moisture at electronic assemblies or motor assemblies per visual inspection. The pump was received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.